Event description:
Health professional additionally reported patient experienced the events of ¿11 mm stir hyperintense non-enhancing mass at 1:00, 7 cm from the nipple, better characterized as a simple cyst", "non-enhancing stir hyperintense mass inferior to the sternum may represent a cyst", and "oval mass at 9:00, likely demonstrates a central t1 hyperintensity, suggestive of a benign inframammary lymph node¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, wear abrasion, broken shell with sharp edge (a dimension measurement in the shell was performed which identified the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.